Manufacturer narrative:
Product event summary: the partial lead in portions was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing due to noise was noted on the right atrial (ra) lead and right ventricular (rv) lead. Short v-v intervals were also reported on the (rv) lead. There was a suspected insulation breach and lead / lead interaction on both leads. The leads have been explanted and replaced. No patient complications have been reported as a result of this event.